Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false alarm - "syringe is empty¿ was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a false alarm. It was stated that, "received a ¿syringe is empty¿ alarm, even though the pump wasn¿t empty. The pump was sent to biomed for repair. The error log was downloaded but did not find any error related to ¿syringe is empty¿; the only error recorded was 353.7200.5 (log only). Also performed the recommended tests, including running the pump at different rates, but could not reproduce the error. The binary switch test per the manual was performed, rotated the actuator knob, and moved the plunger head through its full travel to verify cam lock engagement and all tests were passed. There was patient involvement, but no harm.